Event description:
It was reported via repair work order that the power cord ground path was compromised due to ground pin was broken and it was also reported that the ground jumpers were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.